Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: black box shows no evidence of short battery life however multiple eaw 128-fe88 alarms observed in bb on 11/7/2015. Each eaw 128-fe88 alarm occurred while attempting to "rewind". The pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. A battery compartment crack was observed below grip pad. Current draws are within specifications. A "battery life or a eaw 128-fxxx alarm" issue was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Inspected 5 volt motor regulator u12, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.